Event description:
Medtronic received information via literature regarding anatomo-pathological analysis of four transcatheter valves following explant. All data were collected from a single canadian center between december 2005 and february 2007. All four patients were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Case a: an (B)(6) female patient underwent implant of a medtronic corevalve bioprosthetic valve. Approximately 30 minutes post-procedure the patient had cardiac tamponade and arrest. Blood was drained from the pericardium. In surgery, a perforation was found of the aortic root near the left main coronary. Three days post-index procedure the patient died of multiple organ failure. Upon explantation of the bioprosthetic valve gross examination found a thin layer of dull white endocardial tissue on the interior surface of the device. The prosthetic leaflets were fully functional. Microscopic examination revealed platelets, leukocytes and fibrin with interspersed red cells. No additional adverse patient effects or product performance issues were reported regarding this case.

Manufacturer narrative:
Citation: noble et al. Anatomo-pathological analysis after corevalve revalving system implantation. Eurointervention. 2009 may;5(1):78-85. Doi: 10.4244/eijv5i1a12. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.